Manufacturer narrative:
(B)(4). The lay user/patient¿s products have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed . Additionally, a DHR (device history record) review was started on (B)(4) 2014. No nc or process or product deviation or rework activity was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #2 (06/13/2014)- correction: in the field for follow-up report #1 (submitted on 06/10/2014), the " DHR (device history record) review was started on 04/30/2014."should read DHR (device history record) review was completed on 04/30/2014.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the back button and ok button on the onetouch ping meter are stuck/sticking. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2014, however, the reporter did not wish to go through follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr) during the reporter¿s initial call. The reporter alleged that the issue began approximately two weeks prior to contacting lfs. According to the csr¿s documentation, the patient manages his diabetes with insulin pump therapy; in response to the alleged product issues, the patient reportedly increased his dose of humalog insulin an unknown date/time later; and an hour and a half after the reported product issues were first discovered, the patient allegedly developed symptoms of shaking and headache. The reporter denied the patient received any form of treatment after the alleged issues occurred. It would have been helpful to know the following: the patient¿s testing frequency, if the patient was able to still obtain an actionable blood glucose reading with the subject meter (despite the issues with the buttons); if the patient tested with a secondary device after the alleged meter issues occurred; if the patient did not test with either the subject meter or another device, how did the patient manage his insulin regimen; if in fact, the reported symptoms were a result of the alleged button issues; and how soon after did the patient¿s symptoms begin to improve. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because, the user allegedly suffered symptoms indicative of a serious injury while using the product.